Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument found signs of repeated use and a fracture on the medial side of the post. The post fractured off and was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to be a previously addressed design issue. Persona provisional top components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional fractured. No known consequence to patient.